Event description:
The doctor claims that during an aortic vlave and root enlargement procedure, excessive bleeding was observed through the wall of the patch. The procedure was successfully completed. The patch was left in. The pt is fine. Note: the quantity of blood lost through the patch, the duration of the leakage and how the leakage was stopped, have not been reported to the MFR at this time.